Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was intermittently missing data. Customer's blood glucose was between 70-220 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.http://emdr.FDA.gov/emdr/forminbox/